Event description:
Dealer states the piston had oil vapor coming off of it. After he adjusted the piston and put his feet behind the rear casters, pulled back on the back canes to lift up the front, one of the casters dropped and one stayed lifted.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.